Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was broken of the sensor. The customer¿s blood glucose value was 120 mg/dl. Customer assisted with troubleshooting. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and found insertion needle bent inside hub assembly. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).